Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited over-sensing of noise, changes in morphology, resulting in an inappropriate shock and untreated episodes. The physician reports suspected a fractured electrode. Smart pass was recently disabled. The patient reported to be sitting upright on their cell phone when event occurred. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for additional troubleshooting steps, to thoroughly manipulate device and electrode ring and pocket area to recreate noise. If not able to recreate, recommend switching to the secondary vector. The device remains implanted. No additional adverse patient effects were reported.